Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was discarded, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions catheter was used in a therapeutic peripheral procedure. The catheter was being used for post stent deployment and was not essential to the success of the procedure. During removal, the catheter became stuck on the guidewire and was removed as a system. The procedure was completed with percutaneous coronary intervention (pci). No patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if it were to recur.